Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were broken, and the device was observed to be in good condition. The device's event history log was reviewed for evidence of the reported event, and nothing was found. Functional testing was performed, all three tests failed. It was revealed the expulsor was out of manufacturing specifications. To address the issue the explore was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - health impact corrected.

Event description:
It was reported the device failed accuracy plus 7.70 percent. No patient injury/involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.